Event description:
The actual date of event is unk, but was approximately around (B)(6) 2010. During lap chole procedure the lights were out in the operating room and a competitor representative noticed a red glow on the device where the cord met the molded plastic plug and the device was removed.

Manufacturer narrative:
The device was evaluated by olsen medical. The cord had evidence of improper removal from the esu by removing it with the cord, not the flange. This is attributed to use error.